Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with damaged lens and compromised downstream occlusion (dso) senor seal. Event log history was performed and showed that high alarm displayed: cassette not attached properly in history. During analysis, the customer's reported problem could not be duplicated, unit accepted cassette and ran to downstream occlusion trip point. The cause of the reported problem was unable to be determined but, one possible cause was noted to be dso sensor seal. Subsequently, the loose dso seal was reattached, and no further action was taken at the time. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "wrong cassette error". No patient was involved in this event. No adverse effects were reported.